Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted during testing. The insulin pump was tested with a water fill reservoir. The insulin pump was monitored for five days with a 1.0 u/hr basal rate. Several bolus were programmed and delivered during testing. The insulin pump delivered properly all programmed bolus and basal profiles. The insulin left at insulin pump display matched properly what was left at test reservoir. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 30 mg/dl at the time of incident. The customer's blood glucose was 167 mg/dl at the time of call. The customer stated that they treated the low blood glucose with glucose tablets. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the reservoir was showing the less amount of insulin than what was shown on the status screen. The insulin pump will be returned for analysis.